Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer has reported that whilst in surgery for a triathlon tkr, the surgeon was implanting a tibial bearing insert, ps, when he noticed that the locking wire was allegedly loose. The customer has reported that the surgeon was not happy to implant. The customer has reported another insert of the same size was immediately available and implanted successfully. The customer has reported that the event caused no delay to surgery.

Manufacturer narrative:
An event regarding difficulty assembling a triathlon ps insert into the baseplate was reported. The event was confirmed. The reported product was not implanted. Method & results: -device evaluation and results: it can be seen that the locking wire was bent and deformed out of shape during use causing it to be displaced from the wire retaining slot. The locking wire will not function as intended with this damage. -device history review: all devices were accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the results of the investigation indicate that the surgical protocol was not followed. Based on the event description and the visual analysis, an unsuccessful attempt was made to seat the insert into the baseplate while the locking wire was displaced. The locking wire was damaged during the attempted seating causing the deformation noted. The damage observed on the locking wire would render the component non-functional.

Event description:
The customer has reported that whilst in surgery for a triathlon tkr, the surgeon was implanting a tibial bearing insert, ps, when he noticed that the locking wire was allegedly loose. The customer has reported that the surgeon was not happy to implant. The customer has reported another insert of the same size was immediately available and implanted successfully. The customer has reported that the event caused no delay to surgery.